Manufacturer narrative:
H10: the removed motor control (mc) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the mc pcba into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no anomalies. The pil investigation confirmed the over-voltage protection (ovp) failed and other alarms were triggered due to motor control pcba analog to digital converter failure.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from a product support engineer (pse) reporting a check vent: ovp (over-voltage protection) circuit failed message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. The pse evaluated the device and found multiple diagnostic codes in the device event log, all resulting from a failure of the motor control (mc) printed circuit board assembly (pcba). The pse replaced the mc pcba to resolve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.